Event description:
The patient had stiffness in the knee and the cause is unknown. At about 2 years and 11 months post primary the surgeon revised the semiconstrained liner and implanted a postero-stabilized liner. The surgery was completed successfully.

Manufacturer narrative:
Batch review performed on (B)(6) 2024. Lot 2001349: 18 items manufactured and released on 24-mar-2020. Expiration date: 2025-03-11. No anomalies found related to the problem. To date, 8 items of the same lot have been sold with no similar reported event during the period of review.